Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was set to 70 beats per minute (bpm) but the patient was at 34 bpm. Then the epg displayed an error coded. The user attempted to replace the batteries but the error code persisted. A different device was successfully used with the patient. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the error was confirmed. The device firmware was updated. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-06-03: the epg was returned for service.